Event description:
Pt reported that when they awoke in 2004 their blood glucose was 497 mg/dl. Pt disconnected from device and bolused in the air --it took two attempts at bolusing 5 units before insulin came out. Pt alleged that device did not deliver insulin and device did not generate any error messages or alarms. Pt switched to back-up device. No treatment was received.